Event description:
A malfunction alarm with code malf 12 was reported by the customer, but no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support assisted the caller with pump reset information, helped reset the pump, and confirmed that the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction recurs, which the caller acknowledged and understood.